Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure in the gi tract. According to the complainant, the bands did not deploy as expected. None of the bands ended up on the bleeding varix. No patient complications were reported as a result of this event. A different device was used to complete the procedure. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The speedband device was received for an investigation; the ligator head of the device was not included in the returned package. A visual analysis revealed that the handle was did not have the trip wire cinched into the handle slot. The handle slot did not show any deformation to indicate the trip wire was previously cinched into the handle slot. The trip wire was wound around the handle spool several times. Based on the evaluation of the device, and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, the most probable root cause of the reported failure is ¿user/use error¿. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure in the gi tract. According to the complainant, the bands did not deploy as expected. None of the bands ended up on the bleeding varix. No patient complications were reported as a result of this event. A different device was used to complete the procedure. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.